Event description:
A peritoneal dialysis patient's daughter reported during treatment the patient encountered multiple alarms. As a result of the alarms the patient discontinued treatment and reverted to manual exchanges. The following morning when removing the cassette from the cycler fluid was noticed in the cassette compartment. The patient's effluent remained clear. No prophylactic antibiotics were used. The sample was discarded.

Manufacturer narrative:
A manufacturing review was performed of the products shipped to the dialysis center during a three (3) month time frame for lot numbers rec'd. Record review was performed on all identified lots since there was no clear indication as to what lots could have been potentially used during treatment. A DHR review was performed and there are not records of nonconformance reports or other abnormalities during the assembly of these lots. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.